Manufacturer narrative:
The manufacturer previously reported a ventilator failed a pressure verification test step. There was no harm or injury reported. The device was evaluated by a third-party service center, and the customer's complaint was confirmed. The issue was found to have been caused by dust/dirt contamination. The following components were replaced preventatively due to dust and dirt contamination. The cooling fan assembly, fan retainer, machine flow sensor, muffler assembly, particulate and inlet filter, air inlet foam, and the system pca, fio2 and low flow o2 tubing. There was no malfunction of any components was noted. Additionally, the device was cleaned and tested and passed all final testing.

Event description:
The manufacturer received information alleging a ventilator failed a pressure verification test step. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.